Event description:
The fixator was applied to treat a distal radius fracture on 11/1/99. At the first follow-up visit, it was noted the fixator was loose. A second surgery was performed to realign the fracture and reapply the fixator. At the next follow-up visit, it was noted the fixator was loose. A third surgery was performed to realign the fracture and replace the fixator.